Event description:
It was reported to philips that during capnography no wave form was displayed. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Event date updated to 28jan2024.